Event description:
Blood pump stopped in the middle of the patient's treatment. The machine was alarming and they were unable to proceed with the treatment and unable to return the patient's blood. The clinical technician found a screw or described as a "black ring" fall off from the pump. The staff safely moved the patient to another machine and were able to complete the patient's treatment. Machine installed (B)(6) 2023, machine total run hours at the time of event was 2972hrs service tech visited the facility, replaced the blood pump assembly. They calibrated the blood pump occlusion, and the pump segment push pin gap. Performed a successful simulated patient treatment with no alarms or errors noted. Performed heat disinfection with citric acid. Machine is operating to manufacturer specifications.